Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (kink); patient's condition affected effectiveness of device (severely calcified and moderately tortuous vessels). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severely calcified and moderately tortuous vessels).

Event description:
The device was received and its analysis has been completed: the stent graft was still loaded in place. There were multiple kinks on the sheath at 22mm, 95mm (most severe), 102mm and 140mm from the edge of the graft cover. The slider was in the starting home position. The backend wheel was 5mm forward from the starting position. There were multiple kinks of the sheath on the device due to severely calcified and tortuous vessel anatomy. The event was determined to be anatomy related.

Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of a 6.7 cm abdominal aortic aneurysm approximately one month ago. The vessels were severely calcified and moderately tortuous. It was reported that the delivery system could not be advanced to the intended landing zone due to the patient anatomy. The device was removed from the patient without issue. There were several kinks in the stent graft delivery system. The physician completed the procedure with another endurant bifurcated stent graft. No clinical sequelae were reported and the patient is fine.